Manufacturer narrative:
A united states customer contacted siemens customer care center to report a falsely depressed advia centaur cp total hcg result for one patient that was considered discordant with the repeat testing. The quality control (qc) was in range at the time of the event. The customer service engineer (cse) was sent to the customer site for system inspection and no issues were identified. Siemens investigated. The customer reports that the total hcg assay is performing within specifications, and they have no further concerns. This issue appears to have been isolated to just one patient sample. Siemens cannot definitively determine the cause of this discrepant result. Contributing factors such as preanalytical variables and/or sample handling cannot be completely ruled out. A potential product performance issue has not been identified. Advia centaur cp total hcg reagent lot 341 is performing as expected the IFU states in the limitations section: "all in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present). Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results - sometimes in consultation with other medical experts." No further evaluation of the device is required.

Event description:
The customer obtained a falsely depressed advia centaur cp total hcg result for one patient. The result was reported to the physician and questioned. The same patient sample was repeated and the result was higher. A corrected report was issued. There are no known reports of adverse health consequences due to the discordant depressed total hcg patient result.